Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor with large ketones. Ketone levels were identified as life threatening by health care provider. Customer attempted to treat elevated bg via manual insulin injection, but ended up requiring assistance from their mother who administered them additional insulin intravenously. The customer reverted to multiple daily injections for insulin therapy.